Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacture representative (rep) regarding a handpiece. It was reported that the site received a handpiece and its sterile seal was broken. It was no longer sterile. There was no patient involved.